Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that an axium coil failed to be detached with the instant detacher. This event was reported to have occurred 4-5 times. There was no allegation of a patient injury. No additional details were reported.